Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: display screen is fully functional; display powers up to verify screen and is legible. Opened pump to inspect display screen. Display screen is intact display flex cable is fully seated. No evidence of moisture found internally. A review of the pump alarm history shows no indication of an eaw associated with blank screen. Unable to duplicate blank screen during this investigation.